Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. No evidence of a short battery life was observed in the available black box. Several call service 128/177 battery alarms/warnings due a discharged replaced battery were observed in the black box. Unrelated to the original complaint, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.